Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency rom. It was noted that the implantable cardioverter defibrillator was in back-up. It was further noted that the patient received shock from the device and it was unknown if the shocks were appropriate or inappropriate. The patient felt discomfort during the event. The device was reprogrammed successfully.